Event description:
On (B)(6) 2010, regional cde reported that during a discussion with some clinical trainers, it was stated that at an hcp's office, an unk pt had an insulin leak into the infusion device. Regional cde stated the clinical trainer does not have any of the pt's info, nor info on how the situation was discovered. Advised clinical trainer to call the hcp or unk pt to have them call for any complaints with the infusion device system. No product return was requested.